Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed a low flow alarm; however a specific cause for the low flow alarm could not be determined though this evaluation. The submitted controller event log file recorded data on (B)(6)2021. One transient low flow alarm was captured with an elevated pulsatility index (pi) value. Of note, there were several pi events that filled the majority of the file and would have overwritten older data. The pump appeared to operate as intended at the set speed for the duration of the file. The patient is reportedly stable and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that outflow graft obstruction was not confirmed. The left ventricular assist device (lvad) was in place. A computed tomography (CT) scan was performed. The outflow tract demonstrated gentle curvature more distally near the insertion to the ascending aorta as well as at the proximal aspect without significant focal kink. There was no evidence of internal thrombus or bio debris. Mild heterogeneous soft tissue was at the insertion with the aorta was noted, which was probably post-surgical. The cause of the low flow alarms was not identified. Low flow alarms resolved and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was scheduled to undergo computed tomography angiography to rule outflow graft obstruction. Log file analysis captured low flows with high pulsatility index readings. There were no other unusual events were seen in the log files. The patient had persistent low flow alarms despite medication adjustment. The patients blood pressure was at goal target and echocardiogram was normal. The computed tomography angiography of outflow graft was not able to be completed due to the patients high creatinine.